Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 367 mg/dl. The customer's mother stated that in the last five days before the event, the customer had elevated blood glucose levels, vomiting, and dehydration. The customer's mother also stated that the customer uses a model mmt-399 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.